Manufacturer narrative:
The complaint of air in line on the nc100 could not be confirmed by investigation. Received one photo showing the two neutrons attached to a mating device. No damages or anomalies can be observed in the photo. Received a series of photos showing a neutron. There was slit propagation observed on the seal. No samples were returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is not available for investigation, however a sample photo was provided by the customer. Investigation is pending.

Event description:
The event involved a neutron where it was reported the cap was cracked with air in the device. The customer arrived in the home to do central venous access device (cvad) maintenance, the customer removed the current cap, then attached a flush syringe with new primed cap and customer pulled back. The customer noted air come into the syringe with no resistance and then small fluid with air in between. The line was removed, and the line and neutron cap were sent to the line manufacturer for investigation and found the cap has a crack in it. There was patient involvement, however no report of patient harm.